Event description:
Patient in cath lab for permanent pacemaker insertion. Incision was made. Attempted to use the cautery for the 1st cautery to cauterize the subqu capillary oozing and a fire ensued causing a flame. Immediately removed the drapes the pillow and the oxygen mask and tubing from the patient fire was put out quickly patient. Patient sustained burns to his face. Was intubated to protect airway. Taken to ICU. FDA safety report ID# (B)(4).